Event description:
We suddenly noticed that the paper tape we have used for years in dialysis was not sticking and patients' needles were coming out. We assessed the way we were taping utilizing the chevron method. Many incidents were caught before the patients' needles came out, however, we have had approx 5-6 incidents that the needle came out and there was a significant blood loss estimated at 200cc. Upon the 1st incident, we notified all 10 of our facilities and that is when we started to see this was happening in several units. We collected the lot numbers and notified the company 3m who subsequently sent their nurses out to our facilities. We continue to have the problem and are investigating other vendors. Product information is: product size: 1 x 10 yards, lot number = 2014-01 aw, manufacturer = 3m, dates of use: 1997 - 2009. Diagnosis or reason for use: securing dialysis needles.